Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was on a program for a week and ¿it was doing great¿ but patient stated a ¿dam broke¿ and she just could not stop going to the bathroom. Patient stated she does not like the device was working with the program she was currently on. She was suggested to switch to a new program by the nurse. She was now felt like her bladder was not emptying. She felt stimulation in her foot. Patient indicated she did turn the settings down when she went to bed. This was when she could feel stim in the foot and this morning, it did not feel as if it was working, so she turned it back up. Patient was advised to follow up with healthcare provider (hcp) if a program change was necessary and for the next steps. There were no further complications that have been reported as a result of this event.